Event description:
According to the physician, "as the pt was changing her clothes, it is unclear if she bumped the end of the IV catheter or caught it in her clothing. She suddenly noticed that she was bleeding from the IV site. She notified the nurse, who removed the dressing and saw that the hub had dislodged from the catheter. The catheter could not be seen within the wrist. X-rays were obtained and a 3 cm IV catheter was noted to persist in the radial aspect of the wrist. It was not palpable to direct touch, so it was felt that removal in the operating room under fluoroscopic guidance would be appropriate." An interventional radiologist was called in and the pt went to the operating room and had this retained catheter piece removed surgically.